Event description:
Instrument sensor piece of maryland bipolar forceps fell off instrument when taking instrument out of patient- off of davinci arm. Piece was retrieved and sent in biohazard bag to sterile processing with instrument.